Manufacturer narrative:
9/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a low anterior resection procedure, the instrument was difficult to remove after firing. The staples did not form properly and the tissue was not cut. The surgeon resected the anastomosis site and applied another device. The hospital reported that the patient's status was satisfactory.